Manufacturer narrative:
The device has been repaired by the user facility.

Event description:
It was alleged that an (B)(6) patient had been discharged from the medical facility. While he was getting out of the stretcher the brakes faulted and the patient fell to his knees. The brakes were tested after the patient was back up and sitting in a chair. The brake on the stretcher would not lock. The extent and treatment of the patient injuries could not be provided.